Manufacturer narrative:
D4: detailed product information was not available. We are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported insufficient ice occurred due to the console system. A icefx cryoablation system was chosen to complete a cryoablation procedure to treat a hepatocellular carcinoma (hcc). During preparation prior to the procedure, cryoablation needles were connected to the icefx cryoablation system and insufficient ice occurred after 5 minutes and 10 minutes during the freezing time. To troubleshoot the system issue, different needles, regulators and tanks were exchanged; however, the issue did not resolve. Additional cryoablation needles were required to complete the procedure with the original icefx cryoablation system. There were no patient complications as a result of this event.

Manufacturer narrative:
D4 - the UDI string for this product is: (B)(4). H8 - usage of device: corrected device evaluation by manufacturer: the console unit (fprch8000-02 s/n (B)(6) was received by arden hills cis ops and analyzed. No observable defects were found during visual inspection of the unit, and all electrical & gas connections were found to be fully seated & secured during functional testing. Each channel was tested with an fprpr3601 icepearl cx needle and all four channels were observed to adequately form ice with reported temperatures below -140 degrees c. A second control test was performed with fprpr3533 icerod cx needles for approximately 3 minutes and all channels were generating sufficient ice with reported temperatures reaching below -100 degrees c. An approximate 30-minute freeze test was performed with an fprpr3201 iceseed needle to check for line freeze, but no line plugging had occurred. No other deviations were observed within functional testing. The reported failure was not confirmed.

Event description:
It was reported insufficient ice occurred due to the console system a icefx cryoablation system was chosen to complete a cryoablation procedure to treat a hepatocellular carcinoma (hcc). During preparation prior to the procedure, cryoablation needles were connected to the icefx cryoablation system and insufficient ice occurred after 5 minutes and 10 minutes during the freezing time. To troubleshoot the system issue, different needles, regulators and tanks were exchanged; however, the issue did not resolve. Additional cryoablation needles were required to complete the procedure with the original icefx cryoablation system. There were no patient complications as a result of this event.

Event description:
It was reported insufficient ice occurred due to the console system. A icefx cryoablation system was chosen to complete a cryoablation procedure to treat a hepatocellular carcinoma (hcc). During preparation prior to the procedure, cryoablation needles were connected to the icefx cryoablation system and insufficient ice occurred after 5 minutes and 10 minutes during the freezing time. To troubleshoot the system issue, different needles, regulators and tanks were exchanged; however, the issue did not resolve. Additional cryoablation needles were required to complete the procedure with the original icefx cryoablation system. There were no patient complications as a result of this event.

Manufacturer narrative:
D4 - the UDI string for this product is: (B)(4). Device analysis findings: the console unit (fprch8000-02 s/n (B)(6)) was received by arden hills cis ops and analyzed. No observable defects were found during visual inspection of the unit, and all electrical & gas connections were found to be fully seated & secured during functional testing. Each channel was tested with an fprpr3601 icepearl cx needle and all four channels were observed to adequately form ice with reported temperatures below -140 degrees celsius. A second control test was performed with fprpr3533 icerod cx needles for approximately 3 minutes and all channels were generating sufficient ice with reported temperatures reaching below -100 degrees celsius. An approximate 30-minute freeze test was performed with an fprpr3201 iceseed needle to check for line freeze, but no line plugging had occurred. No other deviations were observed within functional testing. The reported failure was not confirmed. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the icefx cryoablation system device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'no problem detected'.

Event description:
It was reported insufficient ice occurred due to the console system a icefx cryoablation system was chosen to complete a cryoablation procedure to treat a hepatocellular carcinoma (hcc). During preparation prior to the procedure, cryoablation needles were connected to the icefx cryoablation system and insufficient ice occurred after 5 minutes and 10 minutes during the freezing time. To troubleshoot the system issue, different needles, regulators and tanks were exchanged; however, the issue did not resolve. Additional cryoablation needles were required to complete the procedure with the original icefx cryoablation system. There were no patient complications as a result of this event.

Manufacturer narrative:
D4 - the UDI string for this product is: (B)(4). H8 - usage of device: corrected. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Device technical analysis: the console unit (fprch8000-02 s/n (B)(6)) was received by arden hills complaint investigation site and analyzed. No observable defects were found during visual inspection of the unit, and all electrical & gas connections were found to be fully seated & secured during functional testing. Each channel was tested with an fprpr3601 icepearl cx needle and all four channels were observed to adequately form ice with reported temperatures below -140 degrees celsius (c). A second control test was performed with fprpr3533 icerod cx needles for approximately 3 minutes and all channels were generating sufficient ice with reported temperatures reaching below -100 degrees c. An approximate 30-minute freeze test was performed with an fprpr3201 iceseed needle to check for line freeze, but no line plugging had occurred. No other deviations were observed within functional testing. The reported failure was not confirmed. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Investigation conclusion: boston scientific has assigned a conclusion code of no problem detected because the reported failure was not confirmed in freeze analysis. It is unlikely the console unit caused the reported issue as there were no flow issues found during freeze tests which would have indicated saturation problems with both desiccant tubes & cartridge. Risk review: a risk review performed for the icefx cryoablation system confirmed that the event of no health consequences or impact is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Manufacturer narrative:
D4 - the UDI string for this product is: (B)(4).

Event description:
It was reported insufficient ice occurred due to the console system. A icefx cryoablation system was chosen to complete a cryoablation procedure to treat a hepatocellular carcinoma (hcc). During preparation prior to the procedure, cryoablation needles were connected to the icefx cryoablation system and insufficient ice occurred after 5 minutes and 10 minutes during the freezing time. To troubleshoot the system issue, different needles, regulators and tanks were exchanged; however, the issue did not resolve. Additional cryoablation needles were required to complete the procedure with the original icefx cryoablation system. There were no patient complications as a result of this event.